Event description:
It was reported having received a line block alarm and stated that the infusion set and cassette had been removed and replaced. Significant bleeding was reported upon removal of the infusion set; however, the bleeding was controlled, and a new site was used with a new cleo infusion set. The information indicates the infusion set and cassette were replaced to resolve the line blocked alarm that prevents delivery or extraction of fluids due to occlusion. The event occurred while in use with patient and there was no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.